Event description:
A report was received that the patient had developed an infection at the ipg site. The patient's symptom included leakage at the ipg site. The physician does not believe that the infection was device related and prescribed the patient oral antibiotics. The patient was reportedly doing better, however, the next course of action has not been determined.

Manufacturer narrative:
Additional information indicated that the patient's wound is healing properly. The patient is finished with the oral antiobiotics and will irrigate the area twice a day. A review of the manufacturing documentation of the ipg and lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. The patient's symptom included leakage at the ipg site. The physician does not believe that the infection was device related and prescribed the patient oral antibiotics. The patient was reportedly doing better, however, the next course of action has not been determined.